Manufacturer narrative:
Patient information not available for reporting. Additional product code: mqp. UDI: (B)(4). Explant date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an opal spacer 10mm x 28mm 2mm height-revolve broke upon rotation during a l3-4 lumbar interbody fusion on (B)(6) 2017. The patient was being implanted with four screws, two rods, four locking caps, and the opal spacer for an unknown reason. The surgeon removed the bad disc from l3-4 and placed the opal revolve spacer into the disc space (the spacer goes into the patient at a 10mm height and then is rotated to a 12mm height). Upon rotating the opal spacer from the 10mm to the 12mm height, a crack was audible. The spacer broke upon rotation and is still currently implanted in the patient. No surgical delay. No medical intervention was performed. Concomitant devices reported: opal implant holder (part 03.803.002, lot 9906985, quantity 1). This report is for one (1) opal spacer 10mm x 28mm-12mm height. This is report 1 of 1 for (B)(4).